Event description:
The consumer called stating that the camlock is allegedly missing on his unknown cane, unsure how he lost it. Product has been replaced. No injury alleged. The malfunction has not been confirmed.